Event description:
This medwatch is being submintted to report the possible reinfusion of hemolyzed red blood cells to a plasma donor as indicated by discolored urine. The plasmapheresis procedure was nearing the end of a collection cycle when the phlebotomist noted a pink tinge to the color of the plasma in the plasma line. The instrument went into its return cycle as the phlebotomist checked the set for kinks. Shortly after the onset of the next collection cycle a "check for plasmaline hb" alarm occurred. The phlebotomist was unable to identify a cause for the pink colored plasma and halted the collection cycle, without return of the reservoir. An estimated 24 ml of cells were not returned to the donor. The donor complained of feeling weak & lightheaded, and appeared pale & diaphoretic. The donor left the center in good condition, stating he was not experienceing any symptoms and therefore would not be seekng medical attention as advised by the center ms.. On 03/20/2006 the donor stated he had gone to the ER after experiencing pink tinged urine and his heart feeling like it was fluttering. The donor alleged the was advised that he was having premature ventricular contractions (pvcs) and was released wearing a heart monitor.